Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient (pt) was having a return of symptoms of leakage and it doesn't seem like therapy is working. Pt reported they have been having symptoms in the morning and that's when they experience the leakage. Pt stated they were sleeping better and now they've been up more. Pt stated they think this all first started over the weekend (confirmed started this month). Walked pt through connecting with ins to adjust therapy settings. Pt stated they have not increased stimulation yet as they did not know if they should. Pt successfully increased stimulation on the call and initially when increasing stimulation pt stated they were not feeling anything. Pt later reported as they were increasing stimulation that they thought they were feeling a little stimulation where the communicator was placed at their implant site. Reviewed therapy/stimulation overview and expectations. Pt continued increasing stimulation and then confirmed feeling stimulation in their bicycle seat area and no longer feeling stim at implant site. The issue was not resolved through troubleshooting. Confirmed feeling stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Pt stated they did not receive much education on date of implant. Pt stated they have a standard follow-up appointment with managing doctor and the manufacturing representative on the 25th (no alleged rep awareness).

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation being felt at the implant site was determined to be device settings too high/low.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.